Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead revealed increased threshold measurements and loss of capture. As a result, the output was increased. There was no evidence of asystole greater than two seconds. No additional adverse patient effects were reported. .